Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va150y8, implanted: (B)(6) 2016, explanted: (B)(6) 2021, product type lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 10-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient fell off a ladder around 2017 and, ever since, had excessive amounts of shocking from the vaginal area down their leg and knee. The patient could turn [the stimulation] off or super low and it would be better, but they would still get a large shock every once in a while. Their doctor stated the lead had probably migrated and replaced the lead. No further complications were reported or anticipated.